Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The sales representative visited the patient, checked the device, and replaced it with an alternative device of the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was confirmed by operational checking. An error code was confirmed in the device error log. The detachable battery charge amount was at 88%. Swapping the batteries of this device and another one, operational checking was performed for verification, and as a result, this device regenerated the alarm, and another one did not. It has been determined that a failure occurred in system board, leading up to occurrence of the issue. The device's system board was replaced to resolve the issue. Additionally, after the system board replacement, another error populated in the error log regarding a pressure sensor mismatch. The flow sensor and blower assembly were replaced to address the issue. Final checking, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. The system board, flow sensor and blower assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes. The system board, flow sensor and blower assembly were scrapped.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The sales representative visited the patient, checked the device, and replaced it with an alternative device of the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was confirmed by operational checking. An error code was confirmed in the device error log. The detachable battery charge amount was at 88%. Swapping the batteries of this device and another one, operational checking was performed for verification, and as a result, this device regenerated the alarm, and another one did not. It has been determined that a failure occurred in system board, leading up to occurrence of the issue. The device's system board was replaced to resolve the issue. Additionally, after the system board replacement, another error populated in the error log regarding a pressure sensor mismatch. The flow sensor and blower assembly were replaced to address the issue. Final checking, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.